Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 1 year and 3 months after the dental implant was placed in ada site 23 in the mouth, the implant had lost osseoointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that nearly 1 year and 3 months after the dental implant was placed in ada site 23 in the mouth, the implant had lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).